Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the non-pacemaker dependent patient presented for right atrial (ra) lead revision, both ra and right ventricular (rv) lead were found to be working properly. When the leads were connected to the device, loss of capture was noted at high output in the atrial port. Attempt of connecting rv lead also resulted in loss of capture. Poor sensing and low but within range impedance was noted. Programming issue was suspected. When the leads were tested with external analyzer, the leads were found to be working fine. The issue was found to be with the device. The device was explanted and replaced. The new device sensed and paced appropriately. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported field event of device sensing and capture problems were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.